Event description:
Pt taken to surgery to remove malfunctioning mediport. A replacement mediport was implanted. Attention was directed to removing old mediport. Upon removing mediport, it was noted that a 1 cm tear in the catheter just proximal to the port. Pt tolerated procedure well.